Event description:
While the surgeon was using the device the small grey valve broke of and fell into the operating cavity. The surgeon then had to slightly increase the size of the incision in order to remove the foreign body. There was no impact on the patient and only a slight delay in procedure time resulted from removing the foreign body. Patient suffered no blood loss and no other information was given. Additional information received via email: I know that you said no more information was available, but just to confirm, was it known by how much the incision was extended? "Slightly" was the only indication given; no further information is available.

Manufacturer narrative:
(B)(4).